Event description:
It was reported that the mobile power unit just stopped working and functionality could not be restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) no longer functioning was unable to be confirmed. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis. Reported information stated that the unit stopped working and functionality could not be restored. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 patient handbook (rev. A), section 10 ¿safety checklists¿, and the heartmate 3 lvas IFU (rev. D), section f ¿safety checklists¿, instruct users to regularly inspect their equipment, including their mpu, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿, and the heartmate 3 IFU, section 7 ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.